Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded and reviewed, finding no errors related to the incident. A global functional test was performed on the receiver, finding no failures related to the customers compliant. The complaint of the receiver ceasing to function could not be confirmed. The root cause could not be determined, post investigation.